Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose (bg) was 102 mg/dl. During troubleshooting with tandem customer technical support (cts), the customer was instructed to leave the pump plugged into a power source for at least 30 minutes. Customer acknowledged and declined follow up contact from cts. The customer did not contact cts regarding the reported issue.